Manufacturer narrative:
Describe event or problem additional information: no left ventricular assist system (lvas) related issues were discovered during the evaluation of the device a direct correlation between the returned device and the reported events leading up to the reported event could not be conclusively determined. The device was returned assembled with the pump cable intact and the modular cable was returned attached to the pump cable in-line connector. The sealed outflow graft was severed approximately 2 inches above its hardware and was returned attached to the pump outflow. The outflow graft bend relief was also severed approximately 2 inches above its hardware and was properly engaged to the graft attachment. The apical cuff was returned secured with the fully engaged cuff lock. Visual examination of the pump's blood-contacting surfaces revealed the presence of soft, post-mortem formations of loosely clotted blood mixed with tissue-like clotted blood in the inflow cannula, outflow graft, graft attachment, pump cover, rotor well, and on the pump rotor. The depositions showed no evidence of denaturation, showed little structure, and were not adhered to the blood-contacting surfaces. The observed formations in the device appeared to have been a single formation that extended from the inflow cannula through the rotor, into the pump cover, and through the outflow graft, suggesting that they were likely not present while the pump was supporting the patient. The formations appeared consistent with post-mortem blood remaining stagnant in the device after support was withdrawn and likely would not have contributed to a functional issue. No adhered depositions or thrombus formations were found in the device. The lvas log file data retrieved appeared to show the pump operating as intended with no atypical events captured. Visual inspection of the pump rotor and rotor well did not reveal any surface scratches or defects. The modular cable appeared unremarkable and passed electrical testing without issue. The pump was cleaned, reassembled, and operated on a mock circulatory loop. The device functioned as intended and in accordance with manufacturing specifications. Bleeding is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information: it was reported on 07dec2017 that in the postoperative period the patient became increasingly hypotensive on (B)(6) 2017 patient was taken to the operating room where the mediastinal incision was reopened and an old clot was evacuated. The patient continued to be hypotensive and on (B)(6) 2017 patient underwent emergent mediastinal exploration. There was no evidence of tamponade and no significant amount of clot. Fifty - seventy-five (50-75) cc serous sanguineous fluid was removed. During examination of the right atrium and right ventricle, evidence of underfilling consistent with hypovolemic shock.

Manufacturer narrative:
The heartmate 3 lvas was implanted during the momentum 3 clinical trial, ide#: (B)(4), FDA approval for heartmate 3 lvas was received on (B)(6) 2017. The same device is used commercially and in the ongoing momentum 3 trial. (B)(4). Approximate age of device ¿ 9 days. The explanted pump was received for investigation. The evaluation is not yet complete. No further information was provided. A supplemental report will be submitted when the manufacturer''s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. It was reported on (B)(6) 2017 that the patient received two (2) units of packed red blood cells (prbc). On (B)(6) 2017, the patient experienced right heart failure and was to receive a right ventricular assist device; however, the procedure was not performed due to ongoing bleeding. The patient¿s hemoglobin dropped from 7.2 g/dl to 4.9 g/dl, accompanied by an increased abdominal distention. With the suspicion of an intra- abdominal/ retroperitoneal bleeding, general surgery proceeded with a chest/abdominal/pelvis CT angiography (cta) which revealed an active bleeding of the left gastric artery. A cause for the left gastric arterial bleeding was unknown. The bleeding was treated with coil embolization, and after the procedure, the patient was kept intubated, sedated and paralyzed throughout the night. Due to the massive gastrointestinal bleeding, the patient received a total of twenty (20) units of prbc from (B)(6) 2017 to (B)(6) 2017. Upon patient¿s return to the unit on (B)(6) 2017, the family decided to begin comfort care and withdrew support measures, and the patient expired.